Event description:
Additional information received from healthcare provider (hcp). It was reported that the case was discussed with the hcp who refilled the patient's pump last on (B)(6) 2016. No issues with inversion or pump flipping was noted. The patient had been experiencing adequate pain control without complication.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver dilaudid. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the consumer reported that at a refill in 2016 the healthcare professional (hcp) noticed that the pump was moving. The hcp had to flip the pump to access the pump port for a refill. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.